Event description:
The baxter sales representative received this report of a spontaneous case report from a (B)(6) physician of encapsulating peritoneal sclerosis in a (B)(6) female patient following administration of physioneal and extraneal. On an unreported date the patient started treatment with physioneal and extraneal for an unspecified indication. On an unreported date the patient reportedly developed encapsulating peritoneal sclerosis. It is unknown if the patient was hospitalized. It is unknown what labs or procedures were performed. It is unknown what treatment was required. The patient status is unknown. The reporter did not provide a statement regarding causality.

Manufacturer narrative:
(B)(4). Additional information:the device was not available for evaluation, therefore the problem is not confirmed. The assignable cause of the problem could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.the product code and lot number are unknown, therefore, a 510k number cannot be provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2002, the patient began continuous ambulatory peritoneal dialysis (capd) for terminal renal insufficiency. On (B)(6) 2002, the patient switched from continuous cycling peritoneal dialysis (ccpd) with physioneal 40 1.36% and extraneal viaflex therapies. On (B)(6) 2009, the patient was admitted to the hospital, due to unclear pain at the upper abdomen during peritoneal dialysis. On (B)(6) 2009, the patient was discharged from the hospital. On (B)(6) 2009, the patient was re-admitted to the hospital, due to dyspnea and a narrow feeling in the breast with a weight reduction and loss of appetite due to the peritoneal sclerosis. On (B)(6) 2012, due to peritoneal sclerosis the peritoneal dialysis was discontinued and the catheter removed. On (B)(6) 2012, the physician stated that the patient was hospitalized, due to an ileus disorder manifested by colicky pain and vomiting. The patient was diagnosed with encapsulating peritoneal sclerosis. After an open adhesiolysis, on unknown date in (B)(6) 2012, a complete remission of the symptoms was noted. On (B)(6) 2012, the patient was discharged from the hospital. The event of encapsulating peritoneal sclerosis was assessed as possibly associated with extraneal and physioneal therapy. It is unknown if the device or supplies were causally related to the event of encapsulating peritonitis.